Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the pump was programmed to deliver vancomycin 1250mg/250ml at a rate of 131ml/hr with a volume to be infused (vtbi) of 262.5 ml and the delivery was started. It was reported that after 2 hours of delivery, the nurse noted that half the medication remained to be infused instead of the delivery being complete as expected. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).